Event description:
The customer reported clear fluid leaked under the instrument involving the coulter hmx hematology analyzer with autoloader. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed a fluid leak coming from pinch valve pv49; the blue tubing had a hole. The fse replaced all the tubing on pinch valve pv49 and cleaned the dead plate due to dried clenz solution built-up. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).